Event description:
The customer reported that they were receiving a speaker malfunction at the central station. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they were receiving a speaker malfunction at the central station. No pt harm was reported. At the time of this report, there was no info available to confirm if the device gave a sound while showing a speaker malfunction inop. In abundance of caution, we will consider no sound was provided and report this issue. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.